Event description:
It was reported that md inserted sheath via femoral artery. After prepping intra-aortic balloon per instruction, md advanced iab through sheath. After iab was inserted, helium line was connected to pump. Pump alarmed with a message "high pressure." Helium waveform was squared off. Strips were generated, but will not be available for review. Clinician phoned sales rep. And asked question "what can I do because the helium does not inflate and the balloon alarm is high pressure with no augmentation?" Sales rep asked if "the insertion was done under fluoroscopy because they could inflate with air." Clinician said "the iab was inserted without fluoroscopy and the risk was too high to manually inflate because position could be other than aorta." Sales rep suggested a "fluoroscopy and then they should try to manually inflate the iab." However, md removed iab and inserted another without incident. There were no reported pt complications.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.